Event description:
The recipient reportedly experienced facial nerve stimulation. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Device testing revealed abnormal results. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.